Event description:
The company received a report where it was claimed that the 15mm connector disconnected during patient use. Extubation was reintubation of a replacement tube was required.

Manufacturer narrative:
Part number# 107-45 is not distributed in the u.s.; however, there is a device of essentially identical design distributed in the united states. Applicable 510k# for united states distributed part is k965132. The sample associated to this report is not expected to be returned for analysis. The customer did provide a lot#. Manufacturing will perform a lot history review of the reported lot as part of the investigation. If significant information is identified from the lot review, then, a summary of the findings will be provided in a supplemental report.